Event description:
It was reported that during an ams700 penile prosthesis implant procedure the keith needle broke in half as it was being extracted from the end of the furlow inserter tool after cylinder insertion. Both pieces of the needle were removed and the ams700 device was successfully implanted. There were no patient complications reported in relation to this event and the patient's status following the procedure was "fine."

Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. The PMA/510(k) from k821628 to n970012.